Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided. The investigation is confirmed for perforation and inconclusive for detachment. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced detachment of device or device component and perforation. This information was received from one source. The event involved a patient with no known impact to the patient. The age and weight of the female patient was not provided.